Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Concomitant therapy: pelvisoft acellular collagen biomesh the reason for mesh implantation was symptomatic third degree cystocele, genuine stress urinary incontinence with significant urethral hypermobility the procedure (s) performed was anterior repair with pelvisoft mesh trans obturator suburethral sling concomitant implants (products used at the same time): complications post mesh placement: (B)(6) 2006 - supra pubic (sp) area pain, pain in the left side with radiation to the thigh going down about 3/4 of the way just above the knee. On (B)(6) 2006 - pain in the sp area onto the left side on the left pubic bone area, pain is deep inside her vagina on the left side and that pain radiates to the anterior of the thigh. On (B)(6) 2006 - intolerable pain in the area of left ischia pubis ramus, on the left side, status post suburethral sling. Mesh revision (uretex to2) with additional implant (monarc) surgery: (B)(6) 2006 ¿ underwent partial removal of previously placed sling. Cystoscope and insertion of monarc suburethral sling for intolerable pain in the area of left ischia pubis ramus, on the left side, status post suburethral sling under general anesthesia following the mesh revision surgery, patient developed complications such as constipation, pain in left labia, suture on the left side of the vagina anterior vaginal wall, pain at the left side at the insertion of the previous sling, severe urethritis with polyp formation, erosion on the left side during the interim period of (B)(6) 2006 to (B)(6) 2006. Interventional surgery: (B)(6) 2006 ¿ underwent cystoscopy and removal of sutures and injection of marcaine and sol medrol for multiple vaginal sutures, pain left side. Pain in the bladder under local monitored anesthesia care (mac) anesthesia additional mesh revision (monarc, pelvisoft) surgery: (B)(6) 2006 ¿ underwent cystoscopy, intravenous indigo carmine, and removal of left sided sling and pelvilace. From 09/21/2006-11/01/2006 - pain shooting done her left leg is gone but pain in the groin area. - constant pain, sharp, burning, pain and numbness in inside thigh, in vaginal area-heaviness like swelling and pulling, shoot comes up from vaginal area. From 11/21/2008-12/19/2008 - pelvic and right lower quadrant abdominal pain. From 01/06/2009-06/24/2009 - chronic pain, removal of left sided spinal nerve leads and generator, not having any relief since 2008, attempt was made to select out the s2 and s3 sacral foramina to help with left pudendal pain/paresthesia, no significant improvement, left calf started fibrillating, attempted spinal cord stimulator (scs) without much success, still complaints of burning dysesthesia to the vulva both inferiorly and superiorly, the inferio contribution of pain appears to be form the pudendal nerve while the superior contribution appears to come from the ileoinguinal and genitofemoral nerves, will attempt to block the left ilio and genitofemoral nerves, ilioinguinal nerve injection performed on (B)(6) 2009, left genitofemoral nerve injection 2nd to a surgical misadventure causing sever left pelvic and perineal pain. Ultrasound for urinary tract infection (uti) shows normal kidney and bladder, had several injections, very little improvement overall in pain and it does not appear to last, removal of the sutures were placed to maintain the integrity and placement of the catheter on (B)(6) 2009. Urodynamic study on (B)(6) 2009 shows maximal detrusor pressure -8 cmh2o, maximal vesical pressure 16 cm h2o, maximal abdominal pressure 25 cm h2o, voided volume 0 ml, residual urine 90 ml, maximal urethral pressure 74 cm h2o. Cystogram on 06/24/2009 shows gas shadows at the pelvic outlet and a second image shows contrast in the urinary bladder, there is indwelling foley catheter - neuralgia, neuritis, pain thigh. From 08/27/2009-12/01/2009 - stimulating pattern was adjusted and coverage of stimulation was noted in the left thigh, left pelvic and left leg area, complaints of chronic pelvic pain, feels the pelvic region is no longer being covered by the stimulator system, abdominal pain secondary to malignancy of the pelvis and chronic pain syndrome. On (B)(6) 2010 - chronic abdominal and pelvic pain secondary to pelvic malignancy